Event description:
It was reported that a pt had the catheter placed in 2000. "The system was not functioning" and a dye study was performed. It showed a perforation involving the right atrium or inferior vena cava and due to this, the catheter was explanted. The pt coded and expired during the remomval of the catheter.